Event description:
It was reported that during a ptca procedure, the maverick otw balloon ruptured at 12 atms on the second inflation. (The number of atms reached on the initial inflation is unknown). The lesion being treated was a calcified, 100% stenotic lesion in a very tortuous distal left circumflex (lcx) coronary artery. No patient injuries or complications were reported.